Event description:
Patient was implanted with lcp proximal femur plate construct on an unknown date. Patient was returned to the operating room on (B)(6) 2012, for removal of hardware due to partial non-union. Patient was revised to a shorter plate construct. This is 4 of 9 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.